Event description:
Voluntary medwatch received states that the patient with shortness of breath presented for a follow-up in clinic. Upon interrogation, it was noted that the device was inappropriately pacing due to over-sensed noise signals on the right atrial lead. No intervention was performed. There were no patient consequences.